Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot#: va0p6st, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient is experiencing symptoms and went to the urologist in (B)(6) 2019. Based on the x-ray, the doctor believed the lead wire had migrated. On (B)(6), they did surgery to put in a new lead wire. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p6st, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. That the circumstances that lead to the patient knowing about the lead migration was that patient had an increased urgency and frequency and changing programs had no effect. The patient stated the unit was still implanted and that a new lead was implanted and new batteries were put in the unit. No further complications were reported.